Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot because it did not turn on. Receiver download and functional test could not be performed because receiver did not turn on. The receiver case was opened, water damage was found. The reported event of unexpected receiver shut-down was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)